Event description:
The patient was admitted with a diagnosis of cancer to the left upper lung lobe. During a left pneumonectomy, an autosuture 30v was placed across the left pulmonary artery to ligate the vessel. The artery was stapled and with the stapler still in place, the vessel was ligated. Upon unclamping and removing the stapler, the chest filled with blood. The vessel was manually held closed, then clamped and stured.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.